Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed shock impedance measurements of greater than 125 ohms. The shocking impedances had been trending in the 50-60 ohm range. The device displayed in-range shock impedance measurements when programmed coil to coil. A save to disc was sent in to boston scientific for engineering analysis. They determined that the out of range measurement was recorded during an ambulatory test. Since the coil to coil measurements were solid and in range, it was system was confirmed to be intact. The cause of the out of range measurement was suspected to have been caused by a benign variable in the pocket. The system was left as is and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.